Event description:
It was reported that the sheath exhibited air upon aspiration, blood flowing back around the inserted catheter in the hemostatic valve, and inability to deflect after removal from the patient. During an ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The non-bsc sheath used to perform the transseptal puncture was exchanged for the faradrive sheath, and then the farawave catheter was inserted into the faradrive. When the sheath was aspirated air was observed in the syringe and blood flowed back around the catheter inside the hemostatic valve of the sheath. The leak was described as a slow ooze. The sheath was removed from the patient, and it was found that it could not deflect a curve. The sheath was replaced, and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Visual inspection showed dried blood inside the shaft of the sheath. During preparation for leak testing, an attempt to flush out the blood from the shaft was successful. Clots of blood were purged from the distal tip of the sheath. The sheath was leaked tested and failed. Removal of the handle cap to inspect the internal components found internal valve to be torn in multiple locations by the opening slit on the inner face. These defects compromised the valves' ability to seal pressure and fluid within the sheath, as seen during leak testing. An attempt to evaluate the sheath for functionality found the device could not engage deflection as the steering knob could not be turned. Reverse tension and heavy resistance can be felt while attempting to rotate the knob. Dissection of the sheath handle did not find any defects or abnormalities within the handle or the deflection mechanism, but inspection of the friction gasket found that the component was adhered to the shaft of the sheath and the distal surface of the screw component. This defect would restrict the movement of the knob when it's engaged with the gasket, preventing the device from achieving deflection. Microscope inspection confirmed the friction gasket to be strongly adhered to the shaft of the sheath and the distal surface of the screw component, as the friction gasket could not be pulled apart from those two contact points.

Manufacturer narrative:
The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath exhibited air upon aspiration, blood flowing back around the inserted catheter in the hemostatic valve, and inability to deflect after removal from the patient. During an ablation procedure to treat atrial fibrillation a faradrive steerable sheath clear was used. The non-bsc sheath used to perform the transseptal puncture was exchanged for the faradrive sheath, and then the farawave catheter was inserted into the faradrive. When the sheath was aspirated air was observed in the syringe and blood flowed back around the catheter inside the hemostatic valve of the sheath. The leak was described as a slow ooze. The sheath was removed from the patient, and it was found that it could not deflect a curve. The sheath was replaced, and the procedure was completed. No patient complications were reported. The faradrive steerable sheath clear has been received at boston scientific's post market laboratory where it is awaiting analysis.